Event description:
The customer's parent reported via phone call that the insulin pump alarmed compromised force sensor system. The customer woke up with the insulin pump alarming that it needed to prime. The customer was vomiting, felt sick, and had ketones. The customer was unable to complete the rewind and prime process because it was stuck in that loop. Customer's blood glucose level was 237 mg/dl. The insulin pump could not detect the reservoir. The drive support cap was loose and flushed. The device was no returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.